Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) error 51 motor speed failure. There was no harm reported.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) error 51 motor speed failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) stated that the replacing the motor control board corrected this issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. After repair completed a full pm and replaced batteries. The failure analysis and testing dept. Received motor control board with a reported unit failure of error code #51. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed motor control board into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual. When the cs300 was booted up and the self- test was completed, the fat dept. Observed code 51 on the display, along with an audible alarm. The fat dept. Was able to replicate the failure experienced by the customer of error code 51. The motor control board failed testing. Retaining the board in the fat dept. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Suspect device originally distributed as cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.